Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. The customer's blood glucose level was 115 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.